Manufacturer narrative:
Product analysis: visual review identified one flange broken off at the base of the implant, and the remaining flange bent, consistent with bend stress overload as the mechanism of failure.

Manufacturer narrative:
(B)(6). (B)(4). The product was not returned to manufacturer for evaluation therefore cause of event is unknown.

Event description:
Pre-operative diagnosis: stenosis at l2/3 it was reported that on (B)(6) 2015, intra-op, the product broke with the fracture at the base of the flange. The product came in contact with the patient. No fragments remained inside the patient. Patient complications were reported unknown.